Manufacturer narrative:
This event was reported to have occurred over 1 year prior, and permobil was not made aware at time of occurrence. Report indicates the device was powered up, and while end-user leaned forward to pick up some glasses that had fallen, inadvertently contacted the joystick knob (trigger), which caused the device to move. This action reportedly caused the end-user to lose balance and fall out of the seating. Report indicated the end-user is an btk amputee and they reportedly landed on their stump which resulted in an fx to their hip. No claims or allegations were made of a device malfunction having occurred that would have contributed to this event. Review of device history does not indicate any reports or service requests in/around the timeline the event was reported to have occurred. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports while leaning forward in seating to pick up their glasses, the end-user inadvertently hit the "trigger" which caused the device to move allowing the end-user to lose positioning and fall out of seating resulting in an injury.